Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient's left occipital octrode lead was poking through the skin and the lead tip came out of the scalp wound. As a result, surgical intervention took place on (B)(6) 2025, wherein the eroded lead was explanted to address the issue.